Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Citing: a multinational assessment of metal-on-metal bearings in hip replacement stephen e. Graves, mbbs, dphil, fracs, faortha, alastair rothwell, mbchm otago, fracs, fnzoa,keith tucker, frcs, joshua j. Jacobs, md, and art sedrakyan, md, phd published online by the journal of bone and joint surgery, incorporated 2011, http://dx.doi.org/10.2106/jbjs.k.01220.

Event description:
Literature article entitled "a multinational assessment of metal-on-metal bearings in hip replacement stephen e. Graves, mbbs, dphil, fracs, faortha, alastair rothwell, mbchm otago, fracs, fnzoa, keith tucker, frcs, joshua j. Jacobs, md, and art sedrakyan, md, phd published online by the journal of bone and joint surgery, incorporated 2011 http://dx.doi.org/10.2106/jbjs.k.01220 was reviewed for MDR reportability. The purpose of the article is to provide a brief overview of the mom bearing experience from the perspective of the national joint registries of australia, england and wales, and new zealand at the international consortium of orthopaedic registries (icor) meeting. The article included use of depuy and non depuy products. Depuy impacted products: asr xl (femoral & acetabular), articul/eze(femoral), ultamet (acetabular), s-rom (femoral). Adverse events noted: revisions for loosening (unspecified), prosthesis dislocation, fracture (anatomical location unspecified), infection, metal sensitivity (no indication of metal debris findings or further details on metal sensitivity).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.